Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. The device memory indicated pacing capture threshold in the left ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a connection issue was suspected with the cardiac resynchronization therapy defibrillator (crt-d) resulting in high/unstable impedance and high/fluctuating capture thresholds of the left ventricular (lv) channel. The device remains in use. No patient complications have been reported as a result of this event.